Event description:
Additional information received indicating the ipg was repositioned in the same pocket to tack the battery down. Product was not removed.

Manufacturer narrative:
Correction section a4. Patient weight was updated based on additional information received. Correction section d8: selection was inadvertently omitted during the initial report is being corrected in this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg is titled in the ipg pocket and may be flipped. In turn, surgical intervention may be pending to address the issue.